Manufacturer narrative:
Per tandem's user guide: the pump user guide states: warning - never fill your tubing while your infusion set is connected to your body. Always ensure that the infusion set is disconnected from your body before filling the tubing. Failure to disconnect your infusion set from your body before filling the tubing can result in over delivery of insulin. This can cause serious injury or death from very low blood glucose. Per tandem's user guide: do not disconnect the tubing connector between the cartridge tubing and the infusion set tubing. If the connection comes loose, disconnect the infusion set from your body before tightening. Failure to disconnect before tightening can result in over delivery of insulin. This can cause hypoglycemia (low bg). No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized with a low blood glucose of 29 mg/dl. Suspected cause was due to customer inadvertently performed the load fill tubing sequence while connected to the site and customer disconnecting from the luer lock instead of the site. Customer consumed carbohydrates to treat low bg. No additional patient or event information available.